Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving dilaudid dose and concentration not reported via an implantable pump. The healthcare provider stated that they see in the patient¿s record they were on ¿benzocaine¿. The indications for use was malignant pain. On (B)(6) 2019 the healthcare provider reported that the patient was in the hospital for altered mental status and they would like to have the pump checked. The healthcare provider had no further details regarding the event. No further complications were reported regarding the event.